Manufacturer narrative:
No product was returned. A review of the data logs confirmed the complaint. The cause of the optical sensor issue was a damaged sensor from shockwave interaction since data logs show evidence of sensor damage and clinical details note that the ps was lost during shockwave use. The device passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a loss of placement signal during a percutaneous intervention. The procedure was successful. The patient was weaned from the pump and survived.